Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03795.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03795. It was reported that the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-03795. It was reported that the patient's leads have migrated. Lead migration was confirmed with fluoroscopy. Reprogramming was attempted without success. As a result, surgical intervention may occur.